Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31680266l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (af) ablation procedure with a qdot micro catheter and the patient experienced cardiac tamponade requiring prolonged hospitalization. Initially, it was reported that error 106 occurred when connecting qdot micro catheter. The error was resolved by replacing the catheter. The patient left the room after af treatment was completed. Then, after the catheter was inserted into cardiac cavity and about four ablations were performed, blood pressure drop was observed, so drainage was performed. Although blood pressure drop was observed even before ablation, drainage was performed after about four ablations. Transseptal puncture was performed using radiofrequency (rf) needle. Ablation was performed before cardiac tamponade was confirmed. Steam pop might have occurred. Irrigation catheter¿s flow rate setting was 8ml for 90w ablation. The physician¿s comment on relationship between the event and the product was that there might have been steam-pop during ablation, but blood pressure had already started to drop before ablation. So, a direct relationship is unclear. The physician¿s assessment on health hazard was not serious (moderate/mild). Extension of hospitalization was noted. The contact force (cf) monitoring method used was dashboard, vector, and visitag. The visitag coloring setting used was tag index, and additional visitag filter used was fot. There was abnormality prior to use of the product with error 106. No abnormalities during product use. The force sensor error 106 is not MDR reportable. There is no coding being added for steam pop since it was not confirmed.

Manufacturer narrative:
Additional information was received on 16-dec-2025. It was indicated that the issue (steam pop) occurred during ablation phase with ngen generator and qdot micro catheter. The generator ablation mode and thresholds used were temperature control mode, qmode+ power: 90w, temperature target: 55 cut off: 65 and impedance cut off: delta 100 o. The power used was 90w. No errors reported by the biosense webster systems. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).